Event description:
It was reported that the device was fired three times and on the fourth attempt to load the device, it would not load. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the device was received in good visual condition and with no cartridge present on the device; however one cartridge and one pan were received inside the bag. The pan was noted to have the lock out damaged. The cartridge was received unfired and in good visual condition. The returned device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan was received inside the bag, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.